Event description:
Additional information indicated that the rv lead had variable thresholds (0.9 volts - 2.7 volts) as noted by the auto threshold test. As such, the physician decided to surgically abandon the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an unknown issue and this lead was abandoned surgically, during a normal device replacement. No further information is known, at this time. No additional adverse patient effects were reported.